Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: as reported, when testing the device prior to a procedure, the basket of an ngage nitinol stone extractor would not open properly. No device damage was noted. A new device from the same product lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the closed position. The mlla [male luer lock adapter] was lose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.2 cm in length. There were kinks in the basket sheath approximately 4 cm, 7 cm, and 14.8 cm from the nose of the mlla. A functional test determined the handle did not actuate basket formation. The handle was disassembled during investigation. The basket formation could be manually actuated, but there was a popping sensation when the handle was in fully closed position. The handle was reset and reassembled. A functional test found the handle actuated the basket formation, but the basket formation still pops when the handle is placed in the closed position. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The likely cause for the issue is sheath damage. The sheath may have been inadvertently damaged when removing it from the packaging, but no information related to handling damage was known, therefore the cause could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, when testing the device prior to a procedure, the basket of an ngage nitinol stone extractor would not open properly. No device damage was noted. A new device from the same product lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.